Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel. Subsequently, the patient underwent revision surgery, during which the crt-d device was explanted and replaced. An attempt was made to explant the rv lead; however, it frayed and fractured during the procedure. As a result, the physician elected to surgically abandon the distal portion of the lead, including the rv coil. No additional adverse effects were reported. The explanted portion of the rv lead has not been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel. Subsequently, the patient underwent revision surgery, during which the crt-d device was explanted and replaced. An attempt was made to explant the rv lead; however, it frayed and fractured during the procedure. As a result, the physician elected to surgically abandon the distal portion of the lead, including the rv coil. No additional adverse effects were reported. The explanted portion of the rv lead has not been received for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The explanted lead segment was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.